Manufacturer narrative:
Additional narrative: patient information unknown. (B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 398.41 with lot number(s) a7ma30 / 4633482 is a lot/batch controlled item. The manufacture date of this item is 11-aug-2003. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device was potentially not received, the investigation could not be completed, and no conclusion could be drawn, as product is potentially not entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was being implanted with a plate and screw construct for an orif (open reduction internal fixation) of a right lateral malleolus when the surgeon complained about the condition of the sharp hook. The surgeon noted that the sharp hook is worn and no longer in the shape of a hook. The sharp hook is straight and shaped like a pick instead of a hook. The surgeon did not use the device and another sharp hook was immediately available for use. The surgeon continued with the procedure. While trying to reduce the fibula with the reduction forceps, the forceps would not hold the fibula. The ratchet would not function properly and the serrations on the ratchet part of the handle appeared to be worn. After one attempt to reduce the bone with the forceps, the surgeon requested another set of forceps. Another set was readily available and the surgeon completed the procedure successfully. There was no delay in surgery and additional medical intervention was not required. Routine x-rays (c-arm shots) standard for the procedure were taken. The patient status/outcome was reported as fine/stable. This complaint involves two devices. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records (DHR) review was attempted for part# 398.41, lot# a7ma30. The DHR is no longer available due to the age of the instrument (over 13 years old). The exact date of manufacture is unknown. Service and repair evaluation was completed. The customer reported the forceps would not hold, and the ratchet was not functioning properly. The repair technician reported the ratchet was worn. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product development investigation has been completed. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed for the returned device as part of this investigation. This complaint was confirmed as the returned forceps are worn and no longer hold as intended. They will not support their own weight when secured to a saw bone and suspended to test functionality. The complaint condition was able to be replicated at customer quality. Relevant drawings were reviewed. No product design issues or discrepancies were observed. The cause was determined as most likely due to advanced age of these reusable devices. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.